Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. The customer stated the alarms occurred for the past three days. Customer's blood glucose was 446 mg/dl. The customer has been treating their blood glucose manually. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. The customer was advised the insulin pump needed to be replaced. Customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.